Event description:
It was reported that the device was used during a colectomy. It was reported by the sales rep that the stapler "misfired"; the knife did not seem to advance properly. The rep stated that a second stapler was opened and it seemed to be difficult to move forward. There was no consequence to the patient.